Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. There was no patient involvement. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) to breath delivery (bd) cable. The customer reported to have replaced the graphic user interface (gui) to breath delivery (bd) cable. The unit passed all tests. Covidien was not authorized to repair the unit.